Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the formed needle completely retracted. No issues were found with the needle mechanism that would result in a needle mechanism failure. In addition, inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. No other damages or defects were found that would contribute to a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that after wearing the pod for longer than 48 hours that the patient's blood glucose rose to 20 mmol/l (360 mg/dl). The pod was leaking insulin and the patient noticed the pink slide did not move forward, indicating a needle mechanism failure.